Event description:
Customer stated there was 1 patient (wb-edta collected via venipuncture) resulting in discrepant results between triage and access 2 four times over the course of the last 24 hours. The specimens were collected fresh each time and tested 2 hours apart the first three times, the 4th test was performed last night. Triage tni was consistently below the cut-off and was not flagged as abnormal. However, access 2 results were flagged abnormal all 4 times. No other lab test results indicated mci. No patient information, symptoms, or diagnosis were provided.

Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot t14380rn with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.